Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation purposes related to a hole observed in the tubing. During visual inspection, a cut was observed on the tubing. The reported condition was confirmed. Manufacturing documents were verified for the reported lot and no deviations were found. An assignable root cause could not be determined.

Event description:
The customer reported to corporate product surveillance (cps) that a clearlink duo-vent continu-flo set had a hole in the tubing that caused a leak. It is unknown if something could have caused the hole. It is unknown if a pump was used. The customer assumes that normal saline was used to prime. There was no patient involvement. No additional information is available.